Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 2 of 5, the home patient (hp) was connected at the time of the alarm. The hp stated that the empty supply bag was loosely connected. The technical service representative (tsr) advised the hp to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, a bag being loosely connected is a known cause of this type of alarm. Should additional relevant information become available, a follow-up report will be submitted.